Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell while connected to the pump and the touchscreen is shattered and no longer functioning. Reportedly, the top right corner of the screen is pixilated. Customer had elevated blood glucose levels (334 mg/dl). Customer delivered an injection to stabilize blood glucose levels. It was indicated that the customer has a back up method for continued insulin therapy.